Event description:
It was reported that suture placement with proglide devices was attempted in a common femoral artery using the preclose technique prior to an interventional procedure. Reportedly, cuff miss occurred with three proglide devices. Suture placement with a fourth proglide device was attempted but the knot did not advance to the artery. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath sizes used were not known. The interventional procedure was completed and the two successfully pre-placed sutures did not achieve hemostasis. A cut down procedure was performed and hemostasis was surgically achieved. A small hematoma of unknown size and a small wound infection were observed; however, no treatment was specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other five proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a potential product deficiency.